Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.